Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) occurred during the initial drain on home choice (hc). The technical service representative (tsr) instructed the rn to cycle the power twice and the hc was at press go to start. The rn would start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) resumed therapy on the cycler without problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through (B)(4).